Event description:
It was reported that a smiths medical pump alarmed "cassette not attached properly."

Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: event information updated in complaint. (Actual device is available for investigation). H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing. The dso (downstream occlusion sensor) was replaced as a preventative measure, also cleaned and put grease on the cassette pins. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.